Event description:
Tip of olympus thunderbeat broke off in patient. The piece that broke off was retrieved. Ref # tb-0535fcs, lot # kr222853, expired 2025-03-17. Rep (B)(4). FDA safety report ID# (B)(4).